Event description:
A patient reported hip pain to attending surgeon in their primary hip implanted in 2006. The patient was then revised from a 36mm lfit v40 femoral head implanted in 2006 on an accolade tmzf+ stem to a v40/to ctaper adaptor titanium sleeve and a 36+ 5mm biolox delta c taper head, along with a new polyethylene liner. Update via phone call with sales rep (B)(6) 2019: intraoperatively, trunnionosis and mild altr were noted. The surgeon did not mention corrosion. There were no allegations against the liner.

Manufacturer narrative:
An event regarding altr involving a metal head was reported. The event was not confirmed. Method & results product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs note the following: there is some black material on the inner taper of the head. It is not possible to determine the nature of this material. There is also some damage on the base of the head though this is likely due to explantation. There is nothing else of note shown in the photo. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the subject device has been identified to be within scope of nc and CAPA. Lot specific voluntary recall pfa was initiated for the lfit v40 cocr heads within scope of nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6) 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Manufacturer narrative:
It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A patient reported hip pain to attending surgeon in their primary hip implanted in 2006. The patient was then revised from a 36mm lfit v40 femoral head implanted in 2006 on an accolade tmzf+ stem to a v40/to ctaper adaptor titanium sleeve and a 36+ 5mm biolox delta c taper head, along with a new polyethylene liner. Update via phone call with sales rep june 20, 2019: intraoperatively, trunnionosis and mild altr were noted. The surgeon did not mention corrosion. There were no allegations against the liner.